Event description:
It was reported there was premature battery depletion of the implantable pulse generator (ipg). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the returned device indicated normal battery d epletion.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.